Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a device explant procedure. The explanted ipg and lead were not returned as they were kept by the hospital.

Manufacturer narrative:
Date of event: exact date unknown, event occurred on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20963903.